Event description:
The customer reported the device monitor froze and self-restarted while they were monitoring a patient and this happened 3x while trying to plug the video laryngoscope into the usb port. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress

Manufacturer narrative:
This report is based on information provided by philips repair service quest international personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that monitor froze and self restarted while patient was being monitored. This happened 3x while trying to plug the video laryngoscope into the usb port. The service team have reviewed your tempus pro device in relation to the vl issue you have experienced and we can confirm that the issue you have experienced is not limited to this device but may affect any tempus pro device using the vl this failure mode was escalated to r&d for additional investigation. The primary root cause was identified as inadequate software verification and validation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.